Manufacturer narrative:
Correction: g3 should have been (B)(6) 2025.

Manufacturer narrative:
The reported events of failure to capture and r ¿ wave amplitude were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. Interrogation of the pulse generator the day post implant noted that the right ventricular (rv) lead exhibited high capture threshold. The lead was explanted and replaced. The patient was in stable condition.